Event description:
It was reported that an ilet user attempted a meal announcement but found the pump on the continuous glucose monitor (cgm) menu showing a sensor warmup indicator after unlocking. The user was coached to navigate back to the main screen and, given that the meal occurred about 45 minutes earlier, was advised not to enter a late meal announcement and to allow the system¿s correction algorithm to address the elevated glucose. Symptoms included hyperglycemia peaking at 250 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.